Event description:
Biopoly received notification from a physician regarding a revision surgery to remove a biopoly great toe implan after the patient presented with pain.

Manufacturer narrative:
Biopoly interviewed the surgeon's device rep and learned that the patient presented pain and had soft tissue scarring. The implant showed no sign of wear or other failure and was attached to the bone according to the surgeon. There was no indication of device failure, but rather the reason for the revision was likely patient selection. If additional information is received, information will be reviewed for reportability and submitted for follow-up as appropriate.